Event description:
During omega plus surgery, the surgeon tried to insert locking screw, and to fix the side plate. The locking screw broke when the surgeon finally tightened the locking screw. And, the tip of the broken locking screw was not able to be removed. The surgeon requested the investigation of the event.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.